Event description:
It was reported that liquid leakage occurred after the connector was attached with mz1000. The problem continued after a replacement with q-sye and a replacement of the heparin cap. Liquid leakage has been continuing for 2 days. It is suspected that the thread mouth of the power PICC 3174118 has a problem.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refx5241 showed twenty-three other similar product complaint(s) from this lot number..

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, video analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak from the purple luer adaptor was confirmed and is likely related to the manufacturing process. Two videos of a 4fr s/l powerpicc being flushed were returned for evaluation of this complaint. The insertion sheath and procedural tray were visible in one of the videos indicating it was likely taken soon after catheter placement. In both videos, the catheter was being flushed with a clear liquid from a syringe attached to a needleless injection cap. As the catheter was flushed, a dripping leak was observed emanating from the junction between the purple luer adaptor and the needleless injection cap. The circumstances shown in the provided videos were similar to a previously identified luer issue which could result in inadequate sealing of the luer adaptor with an interfacing device. Bd is working closely with manufacturing to prevent recurrence of the reported event.

Event description:
It was reported that liquid leakage occurred after the connector was attached with mz1000. The problem continued after a replacement with q-sye and a replacement of the heparin cap. Liquid leakage has been continuing for 2 days. It is suspected that the thread mouth of the power PICC 3174118 has a problem.